Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Review of a peritoneal dialysis (pd) patient's medical records determined that the patient had an episode of peritonitis in (B)(6) 2015. Follow-up with the patient's pd nurse determined that the patient was admitted to the hospital for peritonitis. The patient was admitted (B)(6) 2015 through (B)(6) 2015. The patient was diagnosed with c. Difficile diarrhea. The patient was treated with vancomycin and fortez.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event. Clinical review revealed there was no documentation in the medical record that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique. The most frequent cause of peritonitis is breach in aseptic technique during connection and disconnection.

Event description:
During follow-up with the patient's nurse she reported the patient was very sick around that time and is very careful about his technique so she could not confirm technique failure.